Manufacturer narrative:
Asp field service engineer provided additional event information that a ¿burning smell¿ or odor was emitting from the sterrad® nx. The initially reported smoke/haze issue and the odor/smells issue were observed during a planned maintenance. The oil mist filter was returned and visually inspected, and burned surfaces were observed on both the exterior and interior of the assembly. The reason for return of the oil mist filter was confirmed. The catalytic converter was returned and visually inspected, and no evidence of damage was observed. The component successfully completed a test cycle with no evidence of smoke or odor. The reason for return of the catalytic converter was not confirmed. Asp complaint ref #: cmp-(B)(4).

Manufacturer narrative:
The vacuum pump was returned and successfully completed a test cycle with no failures or faults. No mist, odor, smells, vapor, or smoke was observed. Visual inspection yielded no unusual findings, defects, or anomalies. The failure of the vacuum pump was not confirmed. Asp complaint ref #: (B)(4).

Manufacturer narrative:
H3: asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the smoke/haze and odor/smells issues, system risk analysis (sra), and functional analysis. ¿trending analysis of the smoke/haze and odor/smells issues for the sterrad® nx unit was reviewed for the prior six months from event date and no significant trend was observed. ¿review of risk documentation shows the risk for exposure to toxic or corrosive material to be "low." The assignable cause of the smoke/haze and odor/smell is likely due to the vacuum pump, catalytic converter, and oil mist filter; however, the issues could not be replicated during functional analysis of the vacuum pump and the catalytic converter. The asp field service engineer replaced the parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
A field service engineer was dispatched to the customer site. The adapter converter, catalytic converter, oil mist filter, vacuum pump, and vacuum pump oil were replaced to resolve the smoke/haze issue. Unit meets specifications and was returned to service. The device history record (DHR) was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Asp complaint ref #: (B)(4).

Event description:
While onsite servicing the sterrad® nx sterilizer for another issue, an asp field service engineer (fse) discovered a ¿smoke¿ or haze emitting from the sterrad®. There was no report of any injuries or human reactions. This event is being reported as a malfunction report subsequent to a serious injury.